Event description:
On (B)(6) 2013, cormatrix cardiovascular received details of an event involving the use of cormatrix ecm for carotid repair product. Details are provided below. The doctor reported that he had a patient that experienced a patch blowout in the common femoral. The doctor indicated a possible patch infection versus inflammatory rejection. The exact cause of the event is unk. The use of the cormatrix ecm for carotid repair in the femoral artery is not an FDA cleared indication. This is an off-label use of the cormatrix ecm for carotid repair product, which is indicated for vascular reconstruction and repair of the carotid artery.